Manufacturer narrative:
The lead was surgically abandoned and will not be returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. No other adverse events have been reported. This product issue will be updated if additional information is received.

Event description:
Boston scientific received information that this patient had received a shock and a boston scientific sales representative was contacted for system evaluation. A review of the electrocardiograms (egm's) confirmed the episode was appropriate in the vf zone and one 31j shock was delivered and converted the patient. However, the impedance listed for the shock was less than 20 ohms. The caller stated there was not a yellow warning screen showing a fault code or a message about the device shocking into a shorted condition. Following the shock, the pacing impedance increased from the mid 400's to 1200 ohms and threshold measurements also increased from less than 1.0v at 0.4ms to 2.2v at 0.4ms. Currently, the shock impedance was trending in the 40 ohm range. The caller performed isometrics and pocket manipulation and there was no noise and no change in impedance measurements. A replacement procedure was performed and the device and defibrillation lead were removed from service. No adverse patient effects were reported.